Event description:
A consumer implanted for non-malignant pain reported ever since the device was implanted it never helped with their back pain so they had to continue taking oral medications for the pain. The consumer further reported they never got to use the device, experienced a loss of stimulation, and it left a sore spot when they laid on it at night so their whole back would get sore. The consumer was looking for physicians to remove the system. No further complications were reported/anticipated. (B)(6) 2017 crts (B)(4) (con): additional information was received from the patient on (B)(6) 2017 . The patient reported that it was so sore, it kept him awake and he seemed to have trouble not every night but most nights and was a ¿flat back sleep¿ and sometimes ¿you could touch it right there in the morning and it would almost knock you to the floor.¿ the patient reported that he was going to have the device removed in about 2 months. No further complications anticipated. Additional information was received from a consumer. They reiterated much of the previously stated information. They stated that they were having the system removed on (B)(6) 2017. They stated that they hoped that it would help, so they can stop taking hydrocodone, which "is about to kill them". The patient stated that the device only helped 50/50 instead of the 80% of pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he had the entire system removed in (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had trouble but tried to make it work. The patient's weight was (B)(6) pounds.